Event description:
Literature was reviewed regarding a 75-year-old female patient with severe aortic stenosis who underwent implant of a medtronic 29-mm evolut fx bioprosthetic valve.  During the procedure the valve was successfully placed with no significant paravalvular leak or central aortic regurgitation.  However, at the conclusion of the procedure, the patient was noted with left-sided facial droop and left upper extremity weakness.  A computed tomography angiogram revealed an extensive aortic dissection originating at site of the prosthetic valve and extending into the great vessels and upper abdominal aorta to the left common iliac artery.  Also of note, there was near-complete occlusion of the right common carotid artery.  Subsequently the patient underwent an urgent procedure and cardiopulmonary bypass was initiated.  The bioprosthetic valve was explanted, which allowed close inspection of the aortic root where a large tear of the proximal ascending aorta was visualized.  The hemiarch was replaced with a 26-mm graft and the aortic valve was successfully replaced with a non-medtronic bioprosthetic valve.  The patient was weaned from cardiopulmonary bypass without complications.  Postoperative transesophageal echocardiogram showed normal prosthetic aortic valve function with no paravalvular leak.  Post-operative recovery went well with extubation five days later, transfer to inpatient rehabilitation 14 days later, and eventually discharged home.  Follow-up echocardiogram demonstrated a normally functioning prosthetic aortic valve without significant stenosis or regurgitation.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: cavanaugh et al. Navigating the unexpected: iatrogenic aortic injuries during transcatheter aortic valve replacement (tavr). J clin med. 2023 dec; 12(24): 7630. Doi: 10.3390/jcm12247630. Published online 2023 dec 12. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.